Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Additionally, it was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level was displayed as "low" on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.